Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose (bg) level in the 600's (mg/dl) and diabetic ketoacidosis. The customer was treated with insulin drip and was expected to be released later in the day on (B)(6) 2016. Reportedly, the contact believed "the needle" is the cause of the elevated bg level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.